Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced. The patient was stable after the procedure.

Event description:
It was reported that for the pacer-dependent patient, increasing capture threshold and increasing pacing lead impedance was noted. No noise was seen with isometrics. No further information is available at this time.